Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue during testing and evaluation. Bench testing and investigation revealed unknown contaminants found inside the exhalation module's inspiratory port and bias valve which caused the bias valve to be stuck and not open during ventilation. Vyaire medical replaced the exhalation module and bias valve and the unit passed 112.3 hours of extended bench testing, passed the initial final test, and the initial alarm volume test with no abnormalities.

Event description:
It was reported to vyaire medical that the unit was alarming "high pressure" while on a test lung and on a patient. After 2 breaths, the unit would go into high pressure. There was no patient harm associated with this reported issue, the patient was taken off the ventilator and an alternative support was started. While in service, it was confirmed that the reported alarm was due to the bias valve was stuck and would not open during ventilation.